Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and sensor issues. The customer states they had issues with calibration errors on their sensor. The customer's blood glucose level at the time of incident was 600 mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The customer was advised the sensor would be replaced. The customer declined to troubleshoot for the highs.